Event description:
It was reported that post op a lap supra total colectomy, the patient had to be taken back to surgery for a laparoscopy and it was determined that there was a post op bleed. The blood around the area where the device was used had congealed. During the procedure the device fired properly, all staple lines were inspected and were dry. The staple lines were not over sewn during the original procedure. The patient is still in the hospital. The device was discarded. No additional information is available. Additional information has been requested. No response has been received to date. A supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.

Event description:
Additional information: the patient has been discharged and made a full recovery. There were no anomalies with the stapler during the initial procedure, upon the reoperation there were no anomalies noted at that time with the staple line other than the coagulated blood. The coagulated blood was removed and no additional intervention was required. This was the surgeons first use of the device, the user was inserviced prior to use. The surgeon was an ets user prior to use of the echelon and she has been using the echelon device since this event with no issues.

Manufacturer narrative:
(B) (4). (B) (4).